Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the rv coil impedance was high so the clinician decided to change the lead. The clinician unscrewed the rv lead off the connector block and he saw some liquid in the connector. He tried to remove the liquid and to reconnect the lead to the device, but it was impossible because the screw of the connector block was not in the axis. After a few minutes, he succeeded in connecting the lead to the device but after many measures, it was noticed that the impedance was very high. The lead and the device were replaced. No patient complications have been reported as a result of this event.